Event description:
This is related to MDR number 3011632150-2023-00008. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The patient was implanted with two 6.0 x 150mm biomimics 3d (bm3d) stents to treat a de novo lesion in the superficial femoral artery (sfa) ostial to popliteal distal segment in the right leg. The approved indication for use for this device is for placement in the native superficial femoral artery and/or proximal popliteal artery. A retrograde approach was used and the lesions were prepared using percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segments were also post-dilated with pta. The site reported an event of restenosis of treated segment (target lesion) with an onset date of (B)(6) 2022. The event required percutaneous intervention. On (B)(6) 2022, the patient underwent an intervention which included drug coated balloon / drug eluting balloon, pta / standard balloon angioplasty, laser atherectomy and non-bm3d bare-metal stent placement in the sfa ostial to popliteal distal. The event outcome was reported as resolved/recovered. The event was reported as possibly related to the device and to the study procedure. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The devices remain implanted.

Manufacturer narrative:
This is related to MDR number 3011632150-2023-00008. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR number 3011632150-2023-00008. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The patient was implanted with two 6.0 x 150mm biomimics 3d (bm3d) stents to treat a de novo lesion in the superficial femoral artery (sfa) ostial to popliteal distal segment in the right leg. The approved indication for use for this device is for placement in the native superficial femoral artery and/or proximal popliteal artery. A retrograde approach was used and the lesions were prepared using percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segments were also post-dilated with pta. The site reported an event of restenosis of treated segment (target lesion) with an onset date of (B)(6) 2022. The event required percutaneous intervention. On (B)(6) 2022, the patient underwent an intervention which included drug coated balloon / drug eluting balloon, pta / standard balloon angioplasty, laser / atherectomy and non-bm3d bare-metal stent placement in the sfa ostial to popliteal distal. The event outcome was reported as resolved/recovered. The event was reported as possibly related to the device and not related to the study procedure. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The devices remain implanted. Additional information received on 13-mar-24 updated the device procedure from possibly related to not related.

Manufacturer narrative:
This is related to MDR number 3011632150-2023-00008. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with the additional information received, section b.7. Was updated with the additional segment treated in the procedure prior to bm3d implantation, sections d.3. And g.1. Were updated with veryan's new address, sections g.6. And h.2. Were updated with report type (follow-up 01) and the reason and section h.11. Was updated to reflect the sections changed in this report.